Manufacturer narrative:
Initial reporter facility name: (B)(6) medical center. Bd technical support troubleshoot with customer over the phone. A follow up report will be submitted with investigation results should the device be repaired or the device/logs be received for evaluation. Although requested, product has not been received.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
Omit: g02001 - antenna.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
(B)(4). A review of the complaint history for this serialized unit did not confirm similar complaints, based on the same or related failure mode for this event.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Event description:
It was reported that during an infusion of norepinephrine on (B)(6) 2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Event description:
It was reported that during an infusion of norepinephrine on 05/21/2021 the pump stopped and the patient subsequently died the same day. Although requested, no further information was provided.

Manufacturer narrative:
A review of the complaint history was performed which did not confirm similar complaints with the same or related failure mode. A review of the device history record was performed from the date of manufacture to the date of product release for distribution which confirmed that this device was not involved in a production failure which correlates to the customer reported issue. A review of the service history record was performed which confirmed that this device was not involved in a service failure which correlates to the customer reported issue.